Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited no image due to e216 scope communication error and residual fluid or foreign body through forceps opening. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the reported event, no image due to e216 scope communication error, occurred due to disconnection of the charged coupled device cable. As for the for the residual fluid/foreign material adhered to the forceps opening, it is likely the material remained in the device and could not be removed due to the physical damage to the area where it was detected. The event can be detected/prevented by following the instructions for use (IFU) which state: e216 scope communication error: as to the handling methods of the subject device, we confirmed that ¿instructions evis eus ultrasound bronchofibervideoscope olympus bf-uc290f operation manual¿ had the following descriptions. [Unlike general videoscopes, which have charge-coupled device (ccd) in the distal end of the insertion section, this endoscope has a different mechanism: the endoscopic image is transmitted to the control section via the image guide and converted into an electrical signal with the ccd in the control section. Therefore, tiny black dots may appear in the endoscopic image if the image guide fibers are damaged.] It was also confirmed the following descriptions. E216 might be prevented by following these descriptions: [do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result.] Foreign material: as to the reprocessing methods of the subject device, there is ¿instructions evis eus ultrasound bronchofibervideoscope olympus bf-uc290f reprocessing manual.¿ foreign material might be prevented by following the descriptions. Olympus will continue to monitor field performance for this device.